Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the occurrence of an internal battery error message and failed internal self test. The internal battery and non-return valve (nrv) assembly were replaced to address the issues. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery error message was due to a battery controller software issue and the failed internal self test was due to a faulty/defective nrv. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message and failed to complete its internal self test. There was no patient harm or serious injury reported as a result of this incident.